Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that when patient presented for a follow up visit examination post device implant procedure, patient pacemaker bag and infection and erosion was observed. Physician suspected that the device system has been rejected due to routine blood test showing white blood cell elevation. Patient did not experience allergic reaction. Device was explanted and a device will not be implanted until patient has recovered. Patient was stable.